Event description:
Within the last 3 wks, we found a couple endotracheal tubes mfg by mallinckrodt to have leaking cuff required reintubation. After investigation, we found that leaking tubes have pilot channel not ending in the balloon but continue till the end of the tube where air from the cuff can escape. Not having working cuff in ett put pts in danger of aspiration, awareness during general anesthesia, tube misplacement including unintentional extubation, and risks involved with reintubation. Thanks.